Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found that struts from the most distal stent rows were damaged and stretched over the distal markerband. The proximal end of the stent was still in place. This type of damage is consistent with the stent encountering resistance during withdrawal. The ro markerbands were examined and there was no damage noted. The tip of the device was examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed, 28 x 2.25 mm target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 2.25x28mm promus element ¿ drug eluting stent was advanced to treat the lesion. However, the stent body was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed, 28 x 2.25 mm target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 2.25x28mm promus element ¿ drug eluting stent was advanced to treat the lesion. However, the stent body was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.